Manufacturer narrative:
A ge service representative performed an onsite investigation. A pin in the lemo connector and the x-ray tube were repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.